Event description:
During use for a cardiopulmonary bypass procedure, the pump system displayed evidence that the status of the backup battery could not be reliably determined. An alternative device was employed, and the procedure concluded without incident. There were no reported consequences to the pt as a result of this event.

Manufacturer narrative:
Investigation anticipated, but not yet begun.